Event description:
Hpb with xps laser treatment with moxy fiber, the metal window tip rotated not at the same time with glass window. The problem if I need to use a second fiber. The fiber is single use.